Event description:
It was reported that during insertion of the stent into the microcatheter, the stabilizer and microcatheter broke. The physician pulled out the proximal part of the stabilizer. The microcatheter was cut in order to insert a coil pusher. The physician used a coil pusher to place the stent into the left vertebrae artery. The physician was unable to see three of the distal stent markers using angiography. There was no reported clinical consequence to the patient.

Event description:
It was reported that during insertion of the stent into the microcatheter, the stabilizer and microcatheter broke. The physician pulled out the proximal part of the stabilizer. The microcatheter was cut in order to insert a coil pusher. The physician used a coil pusher to place the stent into the left vertebrae artery. The physician was unable to see three of the distal stent markers using angiography. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a separated, stretched, kinked and compressed microdelivery catheter, and a separated, kinked and compressed stabilizer. The stent was not returned. Blood was observed in the distal end of the microdelivery catheter. No other anomalies were noted. The observed damage on the returned device can be indicative of the highly tortuous anatomy. Based on this, the cause for the broken stabilizer and broken microdelivery catheter is believed to be related to operational context. The cause for the reported stent radiopaque marker not visible under fluoroscopy could not be definitively determined as the stent was not returned. As a result, a root cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during insertion of the stent into the microcatheter, the stabilizer and microcatheter broke. The physician pulled out the proximal part of the stabilizer. The microcatheter was cut in order to insert a coil pusher. The physician used a coil pusher to place the stent into the left vertebrae artery. The physician was unable to see three of the distal stent markers using angiography. There was no reported clinical consequence to the patient.

Manufacturer narrative:
An imaging cd was received based on the review of the cd, the stent marker bands did not appear to be missing, rather there was significant stent underexpansion from mid to distal portion of the stent, believed to be due to the anatomical difficulties. It should be noted that this device may not fully expand due to its relatively lower radial force, as the device is not intended to be used for this purpose and was used off-label. Since anatomical factors limited device performance, a probable root cause of operational context was assigned to this complaint.